Manufacturer narrative:
The customer reported the sling bar on the viking lift broke and the patient subsequently fell. The customer reported the patient involved in this event was a (B)(6) male weighing (B)(6) kg. After the fall occurred, the patient experienced pain in the right shoulder area. Emergency services attended and a referral was made to the hospital paediatric emergency department. X-rays were performed and confirmed no injury to the patient. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! Pain is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain is a symptom and not an injury, it is not life threatening and does not require treatment to prevent a permanent impairment of a body function or structure. Although the reported event did not result in a serious injury, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported the sling bar on the viking lift broke and the patient subsequently fell. The customer reported the patient involved in this event was a (B)(6) male weighing (B)(6) kg. After the fall occurred, the patient experienced pain in the right shoulder area. Emergency services attended and a referral was made to the hospital paediatric emergency department. X-rays were performed and confirmed no injury to the patient. This report was filed in our complaint handling system as complaint #: (B)(4).